Manufacturer narrative:
Initial reporter address 1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 10atm. The device was removed from the patient's body without any problem. The procedure was completed with another of the same device. No patient complications were reported.